Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16jun2020.

Event description:
It was reported that the ventilator would not power on. The customer reported that in the past, the battery would be disconnected and the unit would power up on alternating current (ac) power. However, the unit will now not power up on ac or battery. There was no patient involvement.

Manufacturer narrative:
G4: 28oct2020 b4: (B)(6) 2020 a power management board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to a failure of 3.3 volt regulator component in the board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 01jul2020 b4: (B)(6)2020. The service engineer (se) inspected the device. The se found the unit did not power on. The se replaced the power management (pm) board and the unit powered on normally, both when plugged into alternating current (ac) and running solely on battery. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.